Event description:
Caller reported blood glucose results of 435 mg/dl on nano system and 180 mg/dl on compact plus system within 10 minutes. No further treatment was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for nano system, medwatch with identifier (B)(6) is for compact plus system.